Event description:
It was reported that the patient presented in clinic for implant procedure. During implant, the novel right ventricular leadless pacemaker (lp) was unable to be implanted. The procedure was completed using an alternate lp on (B)(6) 2026. The patient's status was unknown.

Manufacturer narrative:
The device was returned for analysis following unsuccessful implant. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.